Event description:
It was reported that the customer was having issues with the insulin pump. It was reported that the device was functioning intermittently; one day it was working and the next day it would not deliver insulin. This has occurred three times. In the alarm history there were alarms present for check settings and no reservoir. The customer's blood glucose was 12 mmol/l. Troubleshooting was performed and the insulin pump passed the high pressure and the self test. Also, the device did alarm no delivery, as it was supposed to, during high pressure test. The customer stated that they smelled insulin in the reservoir chamber. The customer used legs, hips, and abdomen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see medwatch report 3004209178-2014-95778.